Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred intermittently. Customer's blood glucose level was 600 mg/dl. Customer changed pump supplies and administered a manual injection to address the issue. On (B)(6) 2024, paramedics administered intravenous insulin and transported customer to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.